Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 2: one (1) photo was provided for evaluation. No sample was provided. Visual examination of the photo noted the male valve that inserts into the caresite valve was broken off. The reported defect was confirmed via the photo. While an exact root cause cannot be determined, review of the manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). Event 2: one (1) sample was provided for evaluation. Visual examination of the sample was performed, and it was noted that the tubing appeared to be manually ripped out of the distal backcheck valve. Further evaluation of the tubing confirmed solvent at the joint, but a hole was observed at the location where the tubing appeared to have been detached from the backcheck valve. While an exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process(es). Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the tubing and valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: end user states, "tubing breaks off right at the point it connects to what I believe is a filter. The first one happened when we were priming bags here in the IV room but the second one happened on a chemotherapy that a nurse was hanging." No injury reported.